Event description:
It was reported a health care provider (hcp) was unable to aspirate from the catheter access port (cap) in the clinic during a troubleshooting session. The location of the catheter issue was unknown. The hcp brought the patient into the surgery center for a procedure on (B)(6) 2015 to try again to aspirate the catheter. Previously in january, he was unable to aspirate from the cap in his clinic when trying to determine if the catheter was patent. This patient was new to the hcp and this is a routine procedure he does with all new patients to verify the system is functioning as intended. Because patient was complaining of a sudden increase in pain, the hcp sent the patient for a magnetic resonance image (MRI) to check for a granuloma. Nothing was found during MRI. The patient was brought in to the surgery center to be monitored during a procedure. Again, the hcp was unable to aspirate from the cap. He then attempted to push approximately 0.5ml of intrathecal dye to check for patency of catheter. After he pushed this amount of dye into the cat heter, he was able to aspirate several ml of fluid freely. The catheter was re-primed and the patient was monitored in the post-anesthesia care unit (pacu) following the bolus given from flushing the catheter with dye. The hcp felt the catheter is working well at the time of the report and thought that it may have been slightly blocked or occluded prior to the procedure. No issues with the catheter were found when observing dye study. The pump was functioning as intended and was not suspected to be an issue. The product issue was resolved. The patient was alive with no injury. The patient symptoms included pain in the legs. The increase in pain started suddenly on (B)(6) 2014. The patient began to feel relief immediately following the procedure. The hcp was going to continue to monitor the patient for pain relief. The pump was infusing fentanyl. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)